Event description:
The caller alleged result variance between the inratio inr results. Results are as follows:date inratio inr (B)(6) 2015 2.7 (unknown strip lot number)(B)(6) 2015 1.3 (unknown strip lot number)(B)(6) 2015 2.9 (strip lot # 355824) therapeutic range: 2.5 - 3.0.the customer is only questioning the 1.3 result variance since there were no recent changes to the customer's daily medication. The unknown strip lot number was the same for both the (B)(6) 2015 results. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the products associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing (lot # 335824) results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot# 335824 did not uncover any relevant non-conformances and met release specification. Since there was no lot number provided for the inratio result of 1.3, further investigation cannot be pursued. The root cause cannot be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.